Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose level went up to 441 mg/dl. Her high blood glucose level was resolved by changing the infusion set and bolusing. The infusion sets had bent cannulas. The device was not returned.